Event description:
IV fluid pump infusing fluids. Rn noticed after a few hours of being on shift that the level of fluid in the bag was not decreasing although the pump said it was infusing. The pump never alarmed occlusion or any error message that would indicate that it was not infusing properly. When tubing was taken out of the pump, the fluid dripped freely indicating an error with the pump. The patient therefore was not receiving any IV fluids for an unknown amount of time. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).